Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal difficulties occurred. The target lesion was located in the proximal right coronary artery and was in stent restenosis of a unspecified manufacturer's stent. A non-bsc guide wire successfully crossed the lesion. The 10/3.00 flextome monorail cutting balloon was advanced but would not cross the lesion. The device was removed and a 2.0mm semi-compliant balloon was used to perform plain old balloon angioplasty. The second balloon was then removed and the cutting balloon was again inserted. The device successfully crossed the lesion and inflation was performed, however the device became trapped in the lesion. Inflation was performed proximal to the trapped device. The cutting balloon was released and successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal difficulties occurred. The target lesion was located in the proximal right coronary artery and was instent restenosis of a unspecified manufacturer's stent. A non-bsc guide wire successfully crossed the lesion. The 10/3.00 flextome monorail cutting balloon was advanced but would not cross the lesion. The device was removed and a 2.0mm semicompliant balloon was used to perform plain old balloon angioplasty. The second balloon was then removed and the cutting balloon was again inserted. The device successfully crossed the lesion and inflation was performed, however the device became trapped in the lesion. Inflation was performed proximal to the trapped device. The cutting balloon was released and successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the returned device was received for analysis. A visual examination identified solidified contrast media within the balloon and inflation lumen. The device was connected to an encore inflation unit and an attempt was made to slowly inflate the balloon to its rated burst pressure however inflation was not possible due to the solidified contrast media. The device was soaked in warm water however inflation was still unsuccessful despite several attempts due to the solidified contrast media. A visual and microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).